Manufacturer narrative:
D4 UDI (B)(4) nvestigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 3 years and 5 months post implantation of a 23mm sapien 3 ultra valve in the aortic posistion, a valve in valve with a non edwards valve was performed due to valve stenosis. Patient symptoms before the valve in valve were not provided.